Event description:
The customer reported that during the boot up process, the system's lights would come on, but the screen would not come on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery was replaced and the cmos settings were reset. The system was tested and found to be working as intended and put back into service.